Event description:
Hill-rom received a report from a hill-rom tech stating the right intermediate siderail would not stay in the upright position. The bed was located at a hill-rom service center not in use. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technical found the center arm assembly damaged. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the center arm assembly to resolve the issue. Based on this info, no further action is required.